Event description:
Initial result for a pt total bilirubin was 0.1 mg/dl. When the sample was repeated, the result was 5.0 mg/dl. The field service rep found the probe alignment was not within specification. He repaired the instrument by adjusting the probe.